Manufacturer narrative:
(B)(4).batch # p55a8u. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage. And with a reload loaded in the device. The reload was received fully fired with the washer cut. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with a test reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Event could not be confirmed as the retaining pin worked as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when the device could not be opened after the firing, that another resection was made. Was the device cut off of the tissue it was stuck on? The first device stuck on tissue needed to be cut out. Was there any patient consequence as a result of this event? There were no negative consequences for the patient. How was the procedure completed? They used a second device for a new resection and finished the procedure successfully.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the device could not be opened after the firing, that another resection was made. Was the device cut off of the tissue it was stuck on? Was there any patient consequence as a result of this event? How was the procedure completed?

Event description:
It was reported that during a low anterior resection, after firing the device it could not be opened, made a 2nd resection, took a new instrument,